Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: statin. The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: aneurysm expansion.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent endovascular treatment for a chronic aortic dissection extending from zone 4 to zone 8. The primary entry tear was located in zone 4. One conformable gore® tag® thoracic endoprostheses (tgu404010) was successfully advanced and implanted to cover the primary entry tear cover zone 4 and 5. No endoleak identified at conclusion of the procedure. The patient underwent follow up visits on unknown post operative day(s) pod: 178, aorta diameter within the treated area measured 38mm. On an unknown follow up date, approximately pod 178; false lumen perfusion from the primary entry tear was identified. There was no indication of aortic enlargement within the treated area or of endoleak or an extension of the dissection. There were no additional procedures reported for the patient. Additional and corrected information was provided on 7/1/2019 during a (B)(6) 6 month data dump: false lumen perfusion from the primary entry tear was still present. On pod 584 the aorta measured 44mm. There was no indication of endoleak or an extension of the dissection. There were no additional procedures reported for the patient. There were no additional procedures reported for the patient. On pod 906 the aorta measured 40mm within the treated area. There was no indication of endoleak or an extension of the dissection. There were no additional procedures reported for the patient. On pod 1277 the aorta measured 43mm within the treated area. There was no indication of endoleak or an extension of the dissection. There were no additional procedures reported for the patient.